Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. Product was provided for investigation. An external visual inspection was performed and passed. Internal visual inspection was performed and passed. The allegation was undetermined via product. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
A4 weight - correction b5: describe event or problem - addition information g3 date received by mfg - addition information g6 type of report - addition information h2: additional information/ device evaluation - addition information h3: device evaluation by manufacturer - addition information h6: adverse event problem - correction concomitant medical products - correction

Event description:
Subsequent to the initial MDR, corrections are required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.